Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. The pt presented with chest discomfort. Cardiac catheterization revealed an myocardial infarction (mi). A 3.00x20 mm taxus express2 stent was deployed. The pt was instructed to take, and did take, plavix for at least 4 months following stent implantation. Four months post the stenting procedure, the pt suffered a mi due to thrombosis of the previously deployed stent. The pt underwent aspiration of thrombus and further stenting of the left anterior descending artery with a taxus stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.